Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The physician noted that there was a bowtie effect that made it difficult to view the thermal data. The laser power was not lowered and the user did not let off the foot pedal. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with solution. There were no patient complications reported in relation to this event.